Event description:
The hospital reported that during an endoscopic vein harvesting procedure using blower mister. They said every 5th to 8th time they could not get their blower misters to work properly. They would work in testing, but then not work during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Trackwise #: (B)(4). A lot history record review was completed for lots 96255631 and 96255625; the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded for lot #96255625.there was one ncmr reported for lot#96255631, which is not related to the reported event. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using blower mister. They said every 5th to 8th time they could not get their blower misters to work properly. They would work in testing, but then not work during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.